Manufacturer narrative:
The device was out of warranty and the customer declined repair of the device. The device was not returned to physio-control but discarded. Further evaluation could therefore not be performed, and a conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent evaluated the device and observed that a capacitor on the power module had cracked open. The third-party service agent will replace the power module. Once proper device operation has been observed through functional and performance testing, the device will be returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had emitted smoke. During device evaluation, the third-party service agent observed that a capacitor on the device's power module had cracked open. The device would not power on anymore. There was no patient use associated with the reported event.